Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the technician reported that the connector to the printed circuit board assembly was broken. Since this was an out of box event, there was no patient involvement during this event.